Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, the first reload stopped and did not complete the firing during firing on the right upper lobe of the right lung. Another reloads used to resolve the issue and complete the case. There was no patient injury.